Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system (sds) was returned for analysis. A visual and tactile examination of the device found that there was no hypo tube kinks noted. No issues with mid shaft, inner or outer polymer extrusion. The crimped and stent, balloon sections of the device were visually and microscopically examined and the undamaged section of the crimped stent od (outer diameter) was measured and was within max crimped stent profile measurement. Stent strut rows 5 and 6 from the proximal end of stent are damage and deformed row 5 is lifted and bent back in a distal direction. No issues noted with balloon. The tip was visually and microscopically examined and damage was noted. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specification. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 31-aug-2017. It was reported that crossing difficulties were encountered. The patient was diagnosed with double vessel disease. Vascular access was obtained via the femoral artery. The 90% stenosed,12x2.50mm, concentric, de novo target lesion was located in the mildly tortuous and moderately calcified left circumflex (lcx) and left anterior descending (lad) arteries. Following rotablation of the lcx, pre-dilatation was performed with a non-bsc balloon. Subsequently, a 2.50 x 16 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. After several attempts, the device was removed from the patient's body and another 2.50 x 12 synergy¿ drug-eluting stent was implanted in the lcx. After that, a 2.75 x 12 synergy¿ drug-eluting stent was implanted in the lad lesion and the procedure was completed. No patient complications were reported and the patient's status was stable and responding well to medications. However, returned device analysis revealed stent damage.